Event description:
It was reported that removal difficulties occurred. The 50% stenosed target lesion was located in the severely tortuous and non-calcified shunt. A 6x59x75/ iliac 6f unistep plus reduced profile wallstent was selected for use. However, after deploying the stent, the system was caught on the most bent part of the stent and could not be removed. It was repeatedly pushed and pulled for several times and was removed after changing the angle directly above the skin. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: received wallstent rp 6fr device with no stent. A visual examination found that the stent of the device had been deployed. The stent was not returned for analysis as it was implanted inside the patient. A visual inspection of the stent impression and stent cups identified no issues. The imprinted stent impression was clear on the stent holder. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified no issues along the length of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that removal difficulties occurred. The 50% stenosed target lesion was located in the severely tortuous and non-calcified shunt. A 6x59x75/ iliac 6f unistep plus reduced profile wallstent was selected for use. However, after deploying the stent, the system was caught on the most bent part of the stent and could not be removed. It was repeatedly pushed and pulled for several times and was removed after changing the angle directly above the skin. The procedure was completed with another of same device. There were no patient complications nor injuries reported.